Event description:
Additional information received from the consumer reported that she was walked through her stimulator and now could not get back to the program. She also noted that her stimulator was not working. The patient had an appointment with the doctor on 2015-08-24. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01aj8, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported having to strain to pee. There was a loss of therapy and that they could not get it to vibrate about two weeks ago, (B)(6) 2015. They had it for retention and it was not working. At the time of the report it was fine but at times they had to strain to go pee. There was mention that there was pain in their bladder. It was hurting. The patient mentioned that "they treat you with botox". The patient had a programmer for their pain stimulator not her interstimulator. The patient indicating that when they tried to eat it wanted to come out and it hurt between their breasts, they were not hurting at the time of the report. This was about two weeks ago, it was also noted that about a month it got worse. The patient had an appointment with their doctor for the following week. They indicated that they had an appointment for (B)(6) 2015. The patient indicated "a fancy urinate out of your bladder." The patient mentioned that they had tubing, a little catheter, they started using it 4 years ago. It was noted that the patient's bladder went down to "try and fine [their] bladder too" and it would not take, just hurt. They had done surgery on their bladder. Additional information was received from the patient indicating that the patient had to strain to pee. They had it for retention and it was not working. At the time of the report it was fine but at times they had to strain to go pee. The patient wanted the interstimulator fixed or replaced. Other relevant medical history: urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor.